Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac power indicator did not light up upon connecting ac power. The power supply was replaced to address the issue. Additionally, the blower assembly, flow sensor, inline filter, prox were replaced due to dirt confirmation. This is not related to the reportable issue and there was no report of malfunction/issue due to the dirt finding.